Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium transducer is not calibrated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Calibrated helium transducers. Turned clockwise forever, had to put an executive processor to get it to stop. Equipment passed all functional testing. Returned to clinical service. The maquet failure analysis and testing dept.(fat) received part number 0670-00-0770 pcb, exec processor with a reported unit failure of turned clockwise forever. (Unit would not boot up). The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat was able to replicate the failure of the unit not booting up, turning clockwise endlessly. The board failed testing. The board will not be sent back t o the supplier, due to the board being of an older revision, the supplier is not able to test the board. Retaining the board in the fat per procedure.

Event description:
N/a